Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate of the impactor broke off from the handle. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device malfunction is not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device malfunction is not reportable. The initial report was forwarded in error and should be voided.